Manufacturer narrative:
Films confirm the rod is fractured.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, however, films were provided. Analysis results for the films are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Allegedly, the rod had failed/broken in a patient months post operatively. The patient's procedure was a lapidus that went on to a non-union and the rod appears to be broken on the x-rays.